Manufacturer narrative:
Weight - (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device used on the patient; see MDR no. 3013394970-2019-01036 for the second device used.

Event description:
The user facility reported that the two involved angio-seal devices failed. The patient went to surgery as a result. Additional information was received on 09dec2019. When the first angio-seal device was removed from the packaging it was noted to have an issue. The device never entered the patient. The procedure was a left heart catheterization with coronary angiogram and left ventriculogram. The sheath size used was a terumo 5fr. An angiogram was performed as part of the procedure. Documentation does not reflect a pre-deployment angiogram was performed. The patient's condition was stable. Hemostasis was achieved by manual compression. The patient was transferred to or. Surgical intervention dur to the second angio-seal device which did not deploy properly, and part of the collagen plug remained in the subcutaneous tissue requiring surgical intervention. The patient successfully underwent right femoral exploration, foreign body removal. Additional information was received on 16dec2019. The device issue was determined prior to use. The tip of the device was bent. Additional information was received on 17dec2019. A pre-deployment angiogram was not performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.